Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and will be provided upon receipt.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. The circumstances under which this event occurred are unknown. It is unknown if there was patient involvement, however; no injury or death was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and confirmed the reported problem of helium leak. However, the stm noted that the iabp passed the pneumatic leak test in diagnostic mode and leaking only occurred when the console was in cart and would stop when the console was removed from the cart. The stm checked all fittings and connections - re-tightened all connections and replaced the o-ring which was provided by the customer, but this had no effect on the issue. After some troubleshooting, it was determined by the stm that the interconnection between the console and the cart needed some adjusting. The stm also found some loose connections in the console, and tightened the loose connections. He then ran a long leak test and the iabp passed the test without losing any helium. All functional and safety tests were performed to factory specifications, and the iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. The circumstances under which this event occurred are unknown; however, there was no patient involvement and no injury or death was reported.